Event description:
The approximate date of the event was (B)(6) 2015. An MRI was done. The MRI impression was ¿probable small granuloma at catheter tip¿. The catheter tip was at t6/7. The patient had underdose symptoms; the patient had returned to baseline. The catheter was moved down 2.5 vertebral levels and there was good csf (cerebrospinal fluid) flow. The pump was filled with and infusing preservative free saline. The patient status was reported as ¿alive ¿ no injury¿. The patient was doing well following the procedure. The device system had been delivering dilaudid (10 mg/ml) and bupivacaine (10 mg/ml).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8785, lot# n501259, implanted: (B)(6) 2015, product type accessory. (B)(4).